Manufacturer narrative:
The autopulse platform in complaint was returned to zoll UK for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying initialization error and the patient restraint wire was damaged. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying initialization error was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. The customer reported complaint for damaged patient restraint wire was confirmed during visual inspection. During visual inspection, damaged head restraint wires, long and short black cover and bent battery latch lock were noted. The autopulse platform is a reusable device and was manufactured on 05/31/2007 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. In addition, the inside of the platform was observed to be contaminated. Archive data review indicated error message user advisory 02 (compression tracking error) occurred and battery error occurred with battery serial number (B)(4). The archive also shows that the last time the customer used the platform on (B)(6) 2017; however, there were no indication the platform was used on the customer reported date of (B)(6) 2017. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The platform passed the initial functional testing without any issue. Load cell characterization test was performed and both cell modules are working as intended for use. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The internal decontamination was performed. Blue case and all associated parts, power distribution board, long and short black cover and battery latch lock were replaced. The platform has passed all final initial functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).